Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) as a result of t-wave oversensing (two). Technical services (ts) suggested reprograming options and a defibrillation threshold (dft) test. No additional adverse patient effects were reported. This device remains in service.